Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer's blood glucose level. The technical support team assisted the caller in resetting the pump, and the malfunction code did not reappear afterward. The customer was advised that they could continue using the pump and to call back if the malfunction code recurred.